Event description:
On (b)(6) 2026, a patient underwent a recanalization procedure using the Crosser IQ catheter. During the procedure, the catheter tip was allegedly detached rendering the device inoperable. The current status of the patient is unknown.

Manufacturer narrative:
H11: This report was impacted by eMDR scheduled maintenance occurring July 22, 2026 to July 27, 2026. As the lot number for the device was provided, a review of the Device History Records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.